Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheel was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in the right rear wheel detaching from the unit. There was no tip or fall of the unit and no patient involvement.